Manufacturer narrative:
Complainant name: (B)(6) hospital. Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion with a bend of approximately 270 degrees was located in the moderately tortuous and severely calcified left circumflex artery. After plain old balloon angioplasty was performed with a 2.5mm non-bsc balloon catheter, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the stent was lifted. The procedure was completed with a 2.75 x 20 synergy¿ drug-eluting stent. No patient complications were reported.